Manufacturer narrative:
The investigation conducted by field service engineering concluded that the reported vision issue experienced by the customer was associated with the camera head. The camera head produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the affected camera head. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the site did not have 3d vision from the surgeon side console (ssc). With the assistance of an isi technical support engineer the site re-performed cameral calibrations and 3d image was restored. The site later reported that the vision issue recurred and the surgeon decided to convert to traditional open surgical techniques to finish the planned procedure. No patient harm, adverse outcome or injury was reported.